Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The serial number of the meter is unknown; therefore the date of manufacture cannot be determined. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called adc customer service on (B)(6) 2015 and reported her/his adc blood glucose meter had not been working "for almost five years". While on the call, customer reported that on (B)(6) 2015 at 10:00 am she/he began to experience "pain, headaches, dizziness, shakiness and vomiting", but because the meter was not working customer could not perform a test. It was further reported a family member provided customer with unspecified "glucose" and an unspecified "injection". Attempts to clarify the treatment have been unsuccessful. There was no report of death or permanent injury associated with this event.